Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k, cl for gen.2 on a cobas 8000 ise 1800 module. The sample initially resulted in a na value of 109 mmol/l and repeated as 132 mmol/l. The sample was then repeated on a second analyzer, resulting in a na value of 132 mmol/l. The sample initially resulted in a k value of 3.2 mmol/l and repeated as 4 mmol/l. The sample was then repeated on a second analyzer, resulting in a k value of 3.9 mmol/l. The sample initially resulted in a cl value of 77 mmol/l and repeated as 102 mmol/l. The sample was then repeated on a second analyzer, resulting in a cl value of 103 mmol/l. The repeat results were deemed correct. The initial questionable results were reported outside of the laboratory and an amended report was issued. The na electrode lot number was d17, the expiration date was requested but not provided. The cl electrode lot number was w79, the expiration date was requested but not provided. The k electrode lot number was c37, the expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer checked the analyzer and found a bad vacuum nozzle. He replaced the vacuum nozzle. The customer ran calibration and quality controls and performed correlation testing; all results were within acceptable limits. The investigation determined the service actions performed resolved the issue.